Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zmb00 20.5 diopter intraocular lens was explanted due to unexpected post-op refraction. The lens was replaced with a same model iol with a higher diopter size (21.5). The patient is now satisfied after the lens exchange.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 04/06/2017. Device returned to manufacturer ¿ yes. The device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints search revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.